Event description:
Literature reference: ahlawat sk, et al. "Day-to-day variability in acid reflux patterns using the bravo ph monitoring system". J clin gastroenterol 2006; 40(1):20-24. Ninety patients underwent ph capsule placement from 2002 to 2003 at a tertiary hospital for persistent reflux symptoms. Two patients reported significant chest pain following placement of the capsule, requiring overnight admission to the hospital for pain management. CT scans ruled out perforation but the patients required intravenous narcotic analgesia. The patients were discharged home the following day with the capsules still present in the esophagus. The patients completed the 48-hour study but returned within five days to have the capsules removed endoscopically secondary to continued chest discomfort.

Manufacturer narrative:
This report is being submitted following an internal audit.